Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the abutment loosened in the patients mouth. The customer tried removing the bundled healing cap from the abutment but it would not loosen, and the abutment ended up loosening from the implant altogether. Procedure was completed with a spare abutment they had in the office to use as a place holder. Has since replaced with new abutment as well.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: device code. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one abutment with the bundled healing cap for evaluation. Visual evaluation was performed, the healing cap was stuck to the abutment. The healing cap would not disengage from the abutment. Unable to confirm loosening with all the available information. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive loading on abutment/implant assembly and not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The healing cap wouldn¿t disengage from the abutment. The reported event was confirmed. Loosening was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.